Event description:
The customer reported eleven (11) false positive results with the binaxnow covid-19 ag card on multiple dates in october, 2021 on kitted nasal swabs. This report is for patient ten (10) of eleven (11) and lot 138298 (total quantity 1). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed the same day (platform:perkinelmer) on a nasal which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result.

Manufacturer narrative:
Investigation report: abbott diagnostics scarborough, inc. Performed review of the manufacturing records and quality control release testing for test kit part number 195-000 / lot 138298 and device part number 195-430h / lot 134314a. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01898 through 1221359-2022-01908.